Event description:
Nidek received a complaint on (B)(6) 2013 from the customer for yc-1800; s/n (B)(4). Doctor reported that while using yc-1800, the image was not clear and the aiming beam was small. Doctor had adjusted the focus shift to anterior and posterior, but still could not see clear image. Doctor has also noticed of pitting of lens even with the suggested offset and power parameters (posterior offset 200 microns/1.8-2.0mj).

Manufacturer narrative:
The affected device was not returned to nidek for evaluation. However, a nidek field service engineer (fse) had conducted an on-site evaluation. The treatment output energies were checked and were within specifications. The fse checked the focus shift and was within specifications. Auto calibration was performed. No failure was found. The system has been working appropriately to date. Nidek have not received any complaints or injury related to the device to date. Nidek made attempt to contact the customer to gather additional information regarding the reported event without success. If additional significant information is received at a later date, a follow-up report will be submitted. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.